Event description:
Customer reportedly obtained results of 17 mg/dl and 162 mg/dl on the compact plus system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.